Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was slow to eject. The field service engineer adjusted the drawer slides, latch block, c channels and spring to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 1 was not ejecting. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.